Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the customer's report. An internal inspection, including inspection of cpu to pim ribbon cable, compressor cable, spm tubing, and chassis, found no discrepancies. However, corrosion was found inside the manifold and foreign substance was found on the flow screens which may have contributed to the customer's report. The manifold assembly including flow screens were replaced as a precaution. The device was recertified for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.